Event description:
It was reported that during a stent procedure the multi-link hp was unable to cross the lesion. The stent delivery system was withdrawn into the guiding catheter which is contrary to instruction for use. Upon removal of the device it was noted that the stent had separated from the delivery system. A snare was used to successfully retrieve the stent. Reportedly, there was no pt sequelae related to this event.